Event description:
The pt experienced increased spasticity and a return of pt symptoms. The pt was seen in clinic. The hcp had difficulty aspirating fluid through the catheter access port under fluoroscopy, so a dye study was aborted. No volume discrepancies noted. No motor stalls noted. The pt was brought to surgery for catheter revision. The pump site was opened and the catheter was dissected from the tissue and found to be patent. No devices were explanted. Since the catheter revision, the healthcare provider has been working on dose titration. The pt's symptoms have improved. At the time of this report, he was still being supplemented with oral medications. The drug being delivered was lioresal.